Event description:
It was reported that during removal of the catheter, resistance was encountered. The pt was repositioned and removal was attempted again. The catheter separated with approx 7cm remaining in the pt. Removal of the separated catheter portion is not planned at this time. There were no additional pt complications.